Event description:
Device malfunction: knot came out of the device. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, the knot on the suture easily came out of the device. There were no reported adverse patient effects. Hemostasis was achieved by manual compression. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.